Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted as a result of complete heart block (chb). No additional adverse patient effects were reported. Additional information was received that the chb occurred following valve implant, but on the same day. The temporary pacemaker was left in place following the procedure; however, the chb was expected as the patient had a pre-existing right bundle branch block, sinus bradycardia, and left anterior fascicular block.

Manufacturer narrative:
Updated data: a4. Patient weight added b3. Date of event updated b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted as a result of complete heart block (chb). No additional adverse patient effects were reported.